Manufacturer narrative:
(B) (4), aneurysm enlargement. Evaluation results/conclusions: pending device analysis).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 65 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there is aneurysm enlargement without the presence of stent graft migration or endoleaks. It was reported that the physician elected to convert the patient with an open repair. The stent graft has been returned and the analysis is pending. No additional clinical sequelae were reported and the patient is fine.